Event description:
Customer reported receiving a "scan again in 10 minutes" message after 4 days of wearing the adc freestyle libre 2 sensor and was unable to obtain scan readings. Customer experienced symptoms described as "did not feel good, dizziness, light headedness" and a loss of consciousness and had contact with healthcare provider. An unspecified reading was obtained on the hcp meter and customer was provided a drink. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. In the event that unanticipated product is received, a physical investigation will be performed. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message after 4 days of wearing the adc freestyle libre 2 sensor and was unable to obtain scan readings. Customer experienced symptoms described as "did not feel good, dizziness, light headedness" and a loss of consciousness and had contact with healthcare provider. An unspecified reading was obtained on the hcp meter and customer was provided a drink. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre 2 sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre 2 sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.